Manufacturer narrative:
(B)(4). The opt844 interface is used to deliver humidified oxygen to patients. The opt844 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: three complaint opt844 nasal cannulae were returned to fisher & paykel healthcare in (B)(4) and were visually inspected. Result: visual inspection revealed damage and tearing to the tubing of all three returned cannulae. Device 1 was discoloured, likely due to excess use or from treatment with nebulised drugs. The tubing had been pulled out of the grip at the distal end and had also been pulled out of the cannula manifold. In device 2 the tubing was partly pulled out of the distal grip and partly out of the proximal connector. In device 3 the tubing had been pulled off the cannula manifold. A lot check could not be performed as lot information was not provided. Conclusion: the cannula would not have passed testing on the production line in a damaged condition. From the nature of the damage it appears likely that it was caused by the patient or caregiver pulling on the tube. A fisher & paykel healthcare representative is working with the hospital to provide further education and training on use and removal of the cannula. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The user instructions which accompany the opt844 cannula contain the following warning: do not crush or stretch tube.

Event description:
A hospital in (B)(6) reported that the tubing of several opt844 nasal cannulae had snapped where it joins the cannula. No patient consequence was reported.